Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level were over 400 mg/dl. Customer's blood glucose was 380 mg/dl and 382 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. The customer reported that they received insulin flow blocked alarm and cannula was bent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The information provided in date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated via phone call that the insulin pump was probably in auto mode.